Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps, but when the issue persisted, it was decided to replace the pump. The customer was informed about using an alternate insulin delivery method in the meantime and was advised on returning the malfunctioning pump to avoid incurring costs. A replacement pump with updated software was sent, and the customer was guided on setting up and connecting their cgm to the new device.